Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from all of the results obtained on (B)(6) 2016. The customer's expected fasting blood glucose test result range is 120 to 125 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 144 and 141 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer is concern with the erratic results he is getting with this meter. Customer states that he concerns with the accuracy of the meter. Customer states that he ran a blood test this morning and got 82 mg/dl then ran a blood test on the other hand and got 153 mg/dl. Customer then decided to run another two test and got 129 mgd/dl on one hand and then 130 mg/dl other hand. Customer only test once a day and is taking metformin.